Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Patient reported that the transmitter was not snapped into the sensor pod when the sensor was removed. Patient reported that the sensor wire fell to the floor. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and the root cause cannot be determined.